Manufacturer narrative:
Continued adverse event problem health effect- impact code: f2203. The events of silicone migration, seroma and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture, silicone migration, seroma, lymphadenopathy.

Event description:
Healthcare professional reported right side ¿rupture¿, ¿peri-prosthetic effusion¿, ¿siliconomas¿, and ¿lymph nodes of probable reactive significance¿. Device has been explanted and replaced.